Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device was well as the device usage. In this case, no sample or image was returned. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. On the basis of the information available and as no sample was returned for evaluation, a definite root cause for the event reported could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."

Manufacturer narrative:
As the lot number of the subject device has not been provided, a lot history record review could not be performed. The event is currently under investigation.

Event description:
It was reported that after successful deployment, the vascular stent elongated from the popliteal to the common femoral artery. Another stent was used to complete the procedure. The intended stent placement site was the popliteal artery via cfa access. There was no reported patient injury.